Event description:
It was reported that during the implant procedure, the physician noted oversensing on the ventricular lead. The physician reopened the pocket and noticed blood ingress in the ventricular port of the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found. There appeared to be dried blood/body fluid residue in the v-connector port.